Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification and there was no evidence of product nonconformance. The locking ring was out of flatness tolerance, however, this is attributed to removal damage. A conclusive root cause could not be determined. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly.

Event description:
A patient underwent a total hip arthroplasty, prior to completion of the procedure, the surgeon noticed the locking ring had dislodged. The procedure was completed with a different locking ring.